Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the proglide device 'failed'. A second proglide device was used with the same results. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the suture, link, posterior needle tip, and posterior cuff were not returned with the device thus limiting the scope of this investigation. Inspection of the returned device components revealed that the anterior cuff successfully captured its needle during needle deployment; however, the link broke at the swage end of the anterior cuff while retracting the needle plunger. A link break suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. Contributing factors for the link break during the suture retrieval process included, but not limited to, 1) manufacturing deficiencies; however, because the suture was not returned with the device, we could not determine if it was dragged through the device while retracting the needle plunger which could contribute to the link break. The were no damages observed at the suture bearing to suggest that the link or suture was dragged through the suture bearing which could cause the link to break. During testing, the plunger was inserted and retracted successfully without any observable resistance. 2) anatomical conditions; however, there were no reported challenging anatomical conditions which could create resistance to retracting the needle plunger and cause the link to break. 3) deployment technique; however there was no information reported or definitive evidence in the evaluation of the returned device that suggest incorrect technique. There was no indication that the needle plunger was abruptly pulled out of the device after needle deployment which could cause the link to detach at the anterior cuff. There was no needle strike mark at the posterior foot to indicate that the posterior needle had struck the foot during the needle deployment, resulting in the posterior cuff miss which would subsequently result in the link-to-anterior cuff detachment while retracting the needle plunger. Based on the investigation findings, the probable cause for the link break at the swage end of the anterior cuff could not be determined. No manufacturing or quality deficiency was detected. A query of the complaint database for this lot based on actual investigation findings revealed no other incident that exhibited the link detachment at the swage end of the anterior cuff. There does not appear to be any indication of a lot specific product quality deficiency. A review of the finished product lot history record for this lot, did not reveal any nonconforming material records associated with this incident.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information. The first proglide, is being filed under a separate MFR number.